Manufacturer narrative:
The device was received by the manufacturer and the complaint was confirmed. A visual examination of the drill confirmed pneumatic hose was torn or cut, so the hose assembly was replaced. Add'l preventative maintenance was performed, and multiple worn components were replaced. The device was repaired and returned to the customer.

Event description:
It was reported that at the end of a surgical procedure, a hole was discovered in the hose portion of the pneumatic drill. The drill was used to complete the procedure, without causing any delay or affecting the outcome of the procedure. There was no pt or user injury reported, and no adverse consequences alleged with this event.